Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the outer coil was compressed and all filars of the outer coil were fractured at the middle region consistent with clavicle crush. The cause of the reported event was isolated to clavicle crush fracturing all filars of the outer coil.